Manufacturer narrative:
The reported issue of dim segments was confirmed on 9 out of 9 returned boards. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. All returned boards exhibited dim segments testing: the returned display boards were tested using a lvp mockup test fixture attached to a cad pcu. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 9 out of 9 returned lvp display board assemblies with dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Only display board was received for investigation

Event description:
It was reported that the display was dim. (Lvp)